Manufacturer narrative:
Company representative was able to replicate the reported event. The fluidics module was replaced to address the issue and was returned for testing. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The fluidics module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a system and tested. The reported event was not replicated and there was no problem found. The issue is attributed to component wear. The root cause of the reported event is attributed to component wear. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery an ophthalmic system exhibited weak aspiration. Surgery was completed without problems. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).